Event description:
The subject ICD was implanted on (B)(6) 2011 for idiopathic ventricular fibrillation. Reportedly, during the scheduled follow-up performed on (B)(6) 2018, the ICD could not be interrogated. The green leds on the programming head did not lit. Further attempts (i.e. Using a different programmer, electrical outlet, and programming head, and also in a different room) were made, but no communication could be established. As a pacemaker demo unit was successfully interrogated, no issue was suspected at programmer level. A magnet was then applied to check the battery status, but no magnet rate could be measured due to the patient¿s spontaneous rhythm (over 100 bpm). Another interrogation attempt was performed again, but no communication could be established. Since the battery status could not be verified and the patient refused to leave the hospital while it was unknown if the ICD could deliver therapy, the patient was hospitalized and an explantation procedure was planned for the following day. On (B)(6) 2018, the ICD was replaced without new attempts to interrogate the ICD. The device was returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6) 2011 for idiopathic ventricular fibrillation. Reportedly, during the scheduled follow-up performed on 21 may 2018, the ICD could not be interrogated. The green leds on the programming head did not lit. Further attempts (i.e. Using a different programmer, electrical outlet, and programming head, and also in a different room) were made, but no communication could be established. As a pacemaker demo unit was successfully interrogated, no issue was suspected at programmer level. A magnet was then applied to check the battery status, but no magnet rate could be measured due to the patient¿s spontaneous rhythm (over 100 bpm). Another interrogation attempt was performed again, but no communication could be established. Since the battery status could not be verified and the patient refused to leave the hospital while it was unknown if the ICD could deliver therapy, the patient was hospitalized and an explantation procedure was planned for the following day. On (B)(6) 2018, the ICD was replaced without new attempts to interrogate the ICD. The device was returned for analysis.